Event description:
It was reported that after breakfast the user observed a blood glucose rise to 245 mg/dl on the ilet and later a fingerstick measured 145 mg/dl, with concurrent heart palpitations; the device displayed no alerts or alarms and customer care assessed the ilet as functioning appropriately while advising the user to contact a healthcare provider. Symptoms included heart palpitations associated with hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no device malfunction and that the event cause was unclear. It was concluded that the event was not related to a device failure and that hyperglycemia occurred with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.